Event description:
It was reported that the pump alarmed "no disposable" 24 hours after connecting cassette to pump. No clinical consequences observed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Samples were received in original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received didn't present any damage, kinks or cuts. Sample was received without blue clip, without slide clamp and without white cap. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification; however, the sample was received in used conditions so it is possible that the pump tube height was modified during use. The sample was connected to a pump and a balance mettler to look for unusual function. The sample could be connected without problem and passed the delivery accuracy test. During functional testing, the sample was filled with water to look for unusual function. The sample was fully primed and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined and no actions were taken.